Event description:
It was reported to philips by the field service engineer (fse ) that while evaluating the device at the customer site, he noticed the display was not working. There was no reported patient involvement.